Manufacturer narrative:
The device has not been received for analysis. If the device returns, upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right atrial (ra) lead was explanted as it was dislodged. No additional adverse patient effects were reported.